Event description:
During evaluation of a returned novum iq large volume pump, a depleted battery was observed. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed, and a depleted battery was observed. The reported condition was verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.